Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: ixw2020c79xh, sn: (B)(4), expiration date: 09/16/2010' ixw1212c81xh, sn: (B)(4), expiration date: 12/04/2011; iw1418c105xh, sn: (B)(4), expiration date: 04/07/2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm abdominal aortic aneurysm. It was reported that the patient had a growing aneurysm sac with an idiopathic endoleak. An angiogram could not determine the cause of the endoleak; however, the physician thought it may be a type v. They decided to reline the stent graft with an aui device and perform a femoral-femoral bypass. This reportedly resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.